Manufacturer narrative:
The returned microcatheter was a headway duo, not a headway 17 as indicated in the event description. Lvis evo is not indicated for use with headway duo microcatheters. The stent was unable to be retracted into the returned headway duo microcatheter; furthermore, a segment of ptfe liner from the headway duo was observed on the pusher when removed from the microcatheter. This ptfe damage likely contributed to the retraction issue observed during the investigation; this damage is consistent with the use of an incompatible product. Functional testing of the returned stent with a compatible in-house headway 17 microcatheter did not exhibit any resistance during advancement.

Event description:
Additional information was received stating that the reporter is unaware of the reason that a lvis evo was returned stuck in a headway duo instead of the reported resistance /stuck issue involving headway 17. The physician is no longer at reporting facility. No other clarification is available. Based on this information provided, the complaint device will be corrected to lvis evo. Headway duo will be listed concomitant device. The original reported complaint device headway 17 was not involved in the delay surgery.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a stent-assisted coiling procedure to treat an acom aneurysm, the entire stent was almost deployed, but its flared ends got stuck inside the catheter. After a few attempts, the physician resheathed the stent into the introducer sheath. The stent and catheter were both removed from the patient. Another stent was used, but again the entire stent flared ends got stuck inside the catheter. When the stent was pulled partially back into the catheter, it had resistance. The entire system was removed from the patient. The procedure took a long time, so the case was postponed till two days later. After retreatment with balloon assisted coiling, the patient was extubated and shifted to ICU. Later was discharged. There was no patient injury reported.